Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was suspected of experiencing a stroke due to having visual field defect, arm numbness and headache. The patient was seen for an emergent follow-up after having a successful pulsed field ablation (pfa) procedure. During the procedure the patient was on uninterrupted anticoagulation and the activated clot time (act) during the procedure was 366 seconds. The patient presented to the emergency room post discharge with symptoms of a visual field defect, arm numbness and headache. The emergency room (ER) physician indicated likely a migraine causing the symptoms. The ER physician also ordered a head CT scan which showed delayed perfusion into the occipital cortex. The ER physician noted delayed perfusion can present in a migraine but also referred the patient to a stroke clinic for further assessment. The electrophysiologist that performed the ablation procedure assessed the CT scan and ER encounter and determined that the clinical presentation fits with a migraine, and this was not an embolic event. The patient is expected to fully recover. The device is not expected to return as it was disposed, therefore the lot number is not available. It was further reported that the patient was discharged, and all symptoms resolved. At the stroke clinic, a neurologist evaluated the patient and classified the event as a stroke. However, both the ER and ep physicians diagnosed the event as a migraine, which caused the visual field defect. It was not known whether any treatment was administered, and no further information is available.

Manufacturer narrative:
Correction to section h6 patient codes, removed code cerebral edema e00103. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was suspected of experiencing a stroke due to having visual field defect, arm numbness and headache. The patient was seen for an emergent follow-up after having a successful pulsed field ablation (pfa) procedure. During the procedure the patient was on uninterrupted anticoagulation and the activated clot time (act) during the procedure was 366 seconds. The patient presented to the emergency room post discharge with symptoms of a visual field defect, arm numbness and headache. The emergency room (ER) physician indicated likely a migraine causing the symptoms. The ER physician also ordered a head CT scan which showed delayed perfusion into the occipital cortex. The ER physician noted delayed perfusion can present in a migraine but also referred the patient to a stroke clinic for further assessment. The electrophysiologist that performed the ablation procedure assessed the CT scan and ER encounter and determined that the clinical presentation fits with a migraine, and this was not an embolic event. The patient is expected to fully recover. The device is not expected to return as it was disposed, therefore the lot number is not available. It was further reported that the patient was discharged, and all symptoms resolved. At the stroke clinic, a neurologist evaluated the patient and classified the event as a stroke. However, both the ER and ep physicians diagnosed the event as a migraine, which caused the visual field defect. It was not known whether any treatment was administered, and no further information is available.